Event description:
It was reported that a malfunction occurred with the pump, displaying a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer with pump reset information, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue happened again, and the caller acknowledged and understood the instructions.